Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unknown date, the patient was hospitalized for peritonitis and fever. The cause of peritonitis was unknown. The patient treatment was not reported. At the time of this report, the patient was fully recovered from peritonitis. No additional information is available. This report is 4 of 4.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was conducted for potentially associated lot numbers h13c07061, h13b07048 and h13d08067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).